Event description:
It was reported that the pt is experiencing knee pain.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: no devices or photos were received; therefore, the condition of the component is unk. Neither surgical notes nor x-rays were provided; therefore, fit and orientation could not be evaluated. Pt factors that may affect the performance of the component such as bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.